Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified alarm occurred. Customer's blood glucose (bg) was 390 mg/dl. Customer changed the infusion set and delivered a bolus via pump and an insulin injection to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Customer was treated with intravenous insulin. Bg/dka were resolved and customer was discharged 4 days later with no permanent damage. Customer reverted to manual injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.